Event description:
Placing a synthes 4.5 cann screw fully threaded 72 mm ref 214.772 into patients left foot. When taken, x-ray after placement of screw doctor noted the head of the screw appeared to have broken.